Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (screen unresponsive) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump repeatedly prompted restarts and then failed to power back on, displaying a blank white screen; the device was replaced and the user reverted to backup therapy. Symptoms included hyperglycemia with a reported glucose of 310 mg/dl, thirst, and approximately two hours above target. Outcomes included use of subcutaneous insulin by manual injection, no ketone testing, no professional medical intervention, and no hospitalization. Investigation included collection of device history and return logistics with data-sync guidance and inspection of the returned device. Investigation of this device revealed a screen unresponsive/power-on failure consistent with a hardware malfunction of the pump user interface or control electronics. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction not attributable to user error. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.